Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the enroute 0.014" guidewire. The physician converted the procedure to a carotid endarterectomy (cea) as a result of the event.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the enroute 0.014" guidewire. The physician converted the procedure to a carotid endarterectomy (cea) as a result of the event.